Event description:
The customer reported the ventilator alarmed and monitor screen went blank while operating via external battery during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the reported event. Review of the ventilator log history noted a diagnostic code that indicated a +24 volt power fail condition had occurred. Per specification, when the external battery is depleted, the ventilator switches over to backup battery power. The service technician reported the ventilator performed accordingly. Extended self testing (est) and applicable final testing was completed and tests passed to specifications. Proper care, maintenance and testing should be performed when using battery power sources. Per the operators manual, battery operating life depends on battery age. Over time the battery degenerates and provides less operating time per charge than a fully charged new battery. In addition, when the battery is in use, the ventilator alarms indicating the battery is the power source for ventilator operation. The user should immediately connect ac power or provide an alternate means of ventilation.